Event description:
A malfunction was reported on the pump by the caller, identified by a malfunction code. There was no adverse impact to the customer's blood glucose level. Corrective actions included assistance from technical support in resetting the pump, which resolved the issue, allowing the customer to continue using the pump without further recurrence of the malfunction. The caller agreed to report any future issues if the malfunction reappeared.